Event description:
It was reported that during testing and maintenance, the power handle was not holding a charge, condensation was present prior to charging, and the device was no longer charging. Troubleshooting of the unit was attempted. There was no patient involved. Medtronic's initial evaluation of the incident found that the analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the condensation was visible inside the handle through the clear section of the handle housing. The handle was inserted into a charger to charge. Eventually, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize. Evaluation of the battery data showed that it had been exposed to a temperature of 65 degrees celsius and was permanently disabled by the bq battery management system. The handle was disassembled, evidence of pervasive water damage inside the device and resulting corrosion were found. Several areas of corrosion were observed on the pcba (printed circuit board assembly) boards within the handle. This corrosion was likely caused by contamination which was due to the handle being exposed to conditions outside of intended use. The current interrupt device (cid) for one of the battery cells was open. This would cause the battery to be permanently disabled and the handle would no longer be able to initialize or charge. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. Based on the evidence available the reported condition was confirmed it was reported that the power handle was not holding a charge, condensation was present prior to charging, and the device was no longer charging. The reported issue was not used as intended. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of fpga reset/reprogram failures that is related to the reported condition that has no relationship to the reported condition. It was determined that the most likely cause of unreported failure could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Information provided to the user includes: return the power handle to a battery charger for charging and storage. Store at room temperatures (50 °f-104 °f or 10 °c- 40 °c) and relative humidity (30%-75%). Avoid prolonged exposure to elevated temperatures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.